Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with uveitis in the right eye (od) at the 1-month post op exam. A brief description from the surgery center indicated the patient had cell/flare observed in the anterior dosage was increased to resolve symptoms. The surgery center reported the symptoms have been resolved. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -2.50 x .00 x 90, left eye pre-op 20/20 -2.25 x .25 x 95.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.